Event description:
Procedure type: laparoscopic inguinal hernia repair. According to the reporter: a 3 cm of incision was made under umbilicus, and the sils port was placed preperitoneal cavity. Procedure was performed with forceps and harmonic (ultrasound system). After about 15-minutes use, the surgeon found foreign material in the cavity and retrieved it. He noticed a part of the sils port seal was broken. The procedure was completed without replacement. There was no bleeding reported in excess of 500cc. There was no unanticipated tissue loss. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).